Event description:
A customer reported 4039 bf wash probe home not found error on the aia-360 analyzer. The customer turned the analyzer off to inspect the probe opening the back of the analyzer and noticed the probe got stuck into the sample carousel. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by observing the customer running a daily check. The fse inspected the wash probe and carousel with no findings. The fse found loose tubing on the wash heater causing a leak which resulted in the 3022 leak sensor s702 error. The fse noted the s702 error caused the reported 4039 bf wash probe home not found error. The fse cleaned and dried the leak sensor and tightened the tubing connector on the wash heater. The fse rest home the analyzer and all functioning properly. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 4039 wash.probe home not found description: the home position of the bf probe motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The aia-360 operator's manual under section 7-1; list of error messages states the following: error message: 3022 leak sensor s702 detected description: leakage sensor s702 activated. Troubleshooting: contact the service department. The most probable cause was due to loose tubing on the wash heater, component failure.